Event description:
It was reported that the patient underwent a tvh, bso, sacrospinous ligament fixation, and nissen fundoplication on (B)(6) 2008 to treat uterine prolapse and stress urinary incontinence and a mesh was implanted. It is reported that the patient also had bard - avaulta plus posterior and a tsl product implanted on the same day. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.